Event description:
It was reported that during a cranial procedure, the perforator bit continued to spin after the hole had been created. It was also reported that the surgeon thought it took a long time to drill the hole, and that the clutch mechanism did not stop the device as expected. It was further reported that there were no adverse consequence for the patient or delays to surgery as a result of the reported event and surgery was completed successfully. Two perforator bits from the same lot number were used during this procedure.

Manufacturer narrative:
Updated to adverse event and product problem. Updated event description based on new information received by the manufacturer from the mhra. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a cranial procedure, the perforator bit continued to spin after the hole had been created. It was also reported that the surgeon thought it took a long time to drill the hole, and that the clutch mechanism did not stop the device as expected. It was further reported that there were no adverse consequence for the patient or delays to surgery as a result of the reported event and surgery was completed successfully. Two perforator bits from the same lot number were used during this procedure. It was subsequently reported via mhra incident report (ref. 2015/007/027/401/002), that the amount of blood alarmed the surgeon to stop the procedure before the perforator bit stopped automatically. It was also reported that the perforator bit did not plunge into the brain and there was no damage to the brian parenchyma.

Manufacturer narrative:
The device was returned for evaluation and functional testing of the disengagement mechanism confirmed that the mechanism functioned as intended. Device history records were reviewed and all specifications were found to have been met. The definitive root cause could not be determined and potentially failure to follow instructions caused or contributed to this event.

Event description:
It was reported that during a cranial procedure, the perforator bit continued to spin after the hole had been created. It was also reported that the surgeon thought it took a long time to drill the hole, and that the clutch mechanism did not stop the device as expected. It was further reported that there were no adverse consequence for the patient or delays to surgery as a result of the reported event and surgery was completed successfully. Two perforator bits from the same lot number were used during this procedure. It was subsequently reported via (B)(4) incident report ((B)(4)), that the amount of blood alarmed the surgeon to stop the procedure before the perforator bit stopped automatically. It was also reported that the perforator bit did not plunge into the brain and there was no damage to the brian parenchyma.

Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.